Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was broken at the proximal clevis to main tube interface. As a result of the breakage, the celvis was dislodged from the main tube both the proximal clevis and main tube were missing pieces. The instrument cables were also derailed at the distal idler. No other damage was found. Per the case notes, the broken instrument component was successfully retrieved from the patient.

Event description:
It was reported that the patient had strong adhesion and during the surgical procedure, the permanent cautery spatula instrument broke "during preparation." A broken piece fell inside of the patient's thorax and was retrieved. The instrument was removed and the planned surgical procedure was completed with another instrument. No patient harm, adverse outcome or injury was reported.